Event description:
A 6 fr "foley" type catheter placed in baby with bilateral hydronephrosis is unable to withdraw plastic stylet after placement via penis/urethra. Stylet remained in catheter whether balloon was inflated or deflated. Original catheter removed and bleeding from urethra noted. A second catheter placed and balloon inflated and stylet withdrawn. Four hours later catheter removed prior to diagnostic vcug. During fluoroscopy, md was unable to pass a catheter to the bladder for diagnosis of renal disease, because of a "pulse track" in penis outside urethra.